Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, there was a feeling of the guidewire being caught when inserted into the left ventricular lead. The lead was not used. There were no adverse consequences to the patient.